Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at post implant, the lead exhibited no sensing and capture due to dislodgement. The lead was repositioned. The patient's condition was - good - before and after the event.